Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post percutaneous coronary intervention procedure, in-stent restenosis and stent damage occurred. On (B)(6) 2013, the patient returned with a moderate in-stent restenosis of the previously deployed promus element everolimus-eluting coronary stent system performed last (B)(6) 2012. The target lesion was located in the right coronary artery (rca) extending to the saphenous vein graft (svg). The physician then decided to perform a percutaneous coronary intervention and upon advancing of the unspecified guide wire to the lesion, it interacted with the implanted stent resulting to a longitudinal stent compression. The physician then treated it with a high pressure post dilation and deployment of an unspecified taxus liberte stent. Due to the residual stent material present in the aortic root, patient will be in a "lifelong" clopidogrel treatment.